Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level in the 600-700 mg/dl range; cause was unknown. Reportedly, the customer was treated with intravenous fluids (the customer could not remember the exact nature of fluids used for treatment). The customer was released from the hospital on 11/27/2021 with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B3, b5, h6 b3, b5, h6.